Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage closure procedure was being performed. During deployment of the 30mm watchman laa closure device & delivery system, the distal end of the delivery system sheath was suspected to be deformed and entangled with the device, as the anchors were stuck together. The watchman was immediately recaptured, and resistance was noted during the recapture. The watchman device was then removed and replaced with another unknown device to complete the procedure. There were no patient complications reported.

Event description:
It was reported that difficulty to recapture occurred. A left atrial appendage closure procedure was being performed. During deployment of the 30mm watchman laa closure device & delivery system, the distal end of the delivery system sheath was suspected to be deformed and entangled with the device, as the anchors were stuck together. The watchman was immediately recaptured, and resistance was noted during the recapture. The watchman device was then removed and replaced with another unknown device to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman delivery system with the implant in the sheath and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath, and abrasions on the inside of the sheath at the tip. The tip was damaged as the tri-cuts were flared, and the distal marker band was kinked. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. The implant was deployed during analysis with no resistance or issues. There was no other damage or defect found. Product analysis could not confirm the reported events as clinical circumstances could not be replicated.